Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that following an inflatable penile prosthesis implant surgery, the patient indicated that he felt something was wrong with the new device, as he had some pain, discomfort and could feel something in his scrotum. The physician suggested that the proximal end of one cylinder had not been seated within the corpus cavernosum. It is unknown whether this has been confirmed by MRI, but the patient did say the surgeon sent him for an MRI to determine the best course of action. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of pain and discomfort are a known risks associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Unintended use error caused or contributed to event was assigned due to reported device malposition that occurred during initial implantation.

Event description:
It was reported that following an inflatable penile prosthesis implant surgery, the patient indicated that he felt something was wrong with the new device, as he had some pain, discomfort and could feel something in his scrotum. The physician suggested that the proximal end of one cylinder had not been seated within the corpus cavernosum. The patient had an MRI to determine the best course of action. The MRI revealed that the proximal end of the prosthesis, on the patient right side, was not seated correctly within the corpus cavernosum. The patient was therefore brought back at the first opportunity for further surgery where this misplacement of the device was corrected. No further patient complications were reported.